Manufacturer narrative:
Qn # (B)(4). Full UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "the tip of the swg was found kinked upon opening the package. Therefore, a new kit was used instead. No damage on the package before opening."

Manufacturer narrative:
Qn# (B)(4). The customer provided one image for analysis. Visual analysis revealed that the guide wire was kinked towards the distal end. The catheter over needle subassembly was not pictured. No other defects or anomalies were observed. The customer also returned one, guide wire/tubing subassembly from an arterial kit for analysis. The catheter over needle subassembly was not returned. Signs of use were observed on the guide wire and inside the guide wire tubing, which contradicts the customer report that the defect was observed upon opening the package. Visual analysis confirmed that the guide wire was kinked towards the distal end. Microscopic examination confirmed the kinking and revealed that the distal weld was full and spherical. No bubbling was observed on the tubing adapter. Similarly, no obvious build-up of foreign particulate was observed. The observed kink is consistent with resistance having been met during an attempted advancement of the guidewire; however, a full visual analysis could not be performed on catheter over needle subassembly as it was not returned for analysis. The kink on the guide wire measured 8mm from the distal weld. The guide wire length from the handle to the distal tip measured 4.6063", which is within the specification limits of 4.4375"-4.6875" (4 7/16"-4 11/16") per the guide wire with handle product drawing. The guide wire outer diameter measured 0.39mm, which is within the specification limits of 0.381mm-0.404mm per the guide wire product drawing. Dimensional analysis could not be performed on the needle from the catheter over needle subassembly as it was not returned for analysis. The guide wire tubing was attached to a lab inventory catheter over needle subassembly. The orange handle was advanced. The distal weld was observed to pass through the proximal opening of the needle cannula with little to no issue; however , resistance was encountered at the location of the kinking. Despite this resistance, the guide wire was still able to pass through the cannula. Performed per IFU statement, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function. Where provided, catheter hub wing clip may be removed if desired". Functional analysis could not be performed on the needle from the catheter over needle subassembly as it was not returned for analysis. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed , and no relevant findings were identified. The IFU provided with the kit informs the user, "prior to insertion, ensure guidewire is returned to the original position before insertion or blood flashback may be inhibited". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a kinked guide wire was confirmed through analysis of the returned sample and the customer supplied photo. Visual analysis revealed a single kink towards the distal end. Despite the damage, the guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the catheter over needle also returned for analysis. Likewise, signs-of-use were observed which contradicts the customer report that the defect was observed prior to use. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the tip of the swg was found kinked upon opening the package. Therefore, a new kit was used instead. No damage on the package before opening."